Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: event description per customer experience report: "dr. [Name] told me on (B)(6) 2021 that he was upset that he had to bring a patient back to the or tuesday (B)(6) 2021) night that he operated on monday (B)(6) 2021). He said he found that the patient had an active bleed from a staple line and a unsealed vessel. He said he was concerned that the voyant did not seal the vessel as expected. Because I was not informed of this until friday (B)(6) 2021), the eb216 was not able to be retrieved. I do have the device key and can return it. Dr. [Name] does not want to be contacted about this case. He said he wanted to let us know he had a post op bleed and from an open vessel. He said he is not sure if the voyant did not seal properly or something else happened." Additional information received via email 07oct2021 from [name], account manager: "first of all dr. [Name] upon further discussion has admitted that he doesn¿t know if the eb216 didn¿t seal properly or not. He said the patient was brought back surgery to stop a post op bleed. When he brought the patient to surgery, he found that the patient was bleeding from the proximal end of the staple line near the angle of his (this was a lap gastric sleeve procedure). He also found an open vessel on the posterior side of the stomach at the same area as the staple line bleed. He stopped both areas of bleeding and the patient was eventually sent home with no further bleeding." "As far as during the original procedure the voyant maryland was cleaned approximately every 20 activations. I never saw the device not seal properly and dr. [Name] never mentioned any concerns with the device not sealing sufficiently. There were no generator alarms at all during the procedure." "The other device used during the case was the [device]. It is quite possible that when the [device] was slid in to the area prior to firing, that it could have snagged the bleeding vessel." Intervention: "patient had to be returned to the or for another surgery to stop the bleeding." Patient status: "the surgeon stopped both areas of bleeding and the patient was eventually sent home with no further bleeding."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, however the device key was returned. Testing was unable to be performed as the device returned was incomplete. As the event unit was returned incomplete, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned component. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: event description per customer experience report: "dr. [Name] told me on (B)(6) 2021 that he was upset that he had to bring a patient back to the or tuesday ((B)(6) 2021) night that he operated on monday ((B)(6) 2021). He said he found that the patient had an active bleed from a staple line and a unsealed vessel. He said he was concerned that the voyant did not seal the vessel as expected. Because I was not informed of this until friday ((B)(6) 2021), the eb216 was not able to be retrieved. I do have the device key and can return it. Dr. [Name] does not want to be contacted about this case. He said he wanted to let us know he had a post op bleed and from an open vessel. He said he is not sure if the voyant did not seal properly or something else happened." Additional information received via email 07oct2021 from [name], account manager: "first of all dr. [Name] upon further discussion has admitted that he doesn¿t know if the eb216 didn¿t seal properly or not. He said the patient was brought back surgery to stop a post op bleed. When he brought the patient to surgery, he found that the patient was bleeding from the proximal end of the staple line near the angle of his (this was a lap gastric sleeve procedure). He also found an open vessel on the posterior side of the stomach at the same area as the staple line bleed. He stopped both areas of bleeding and the patient was eventually sent home with no further bleeding." "As far as during the original procedure the voyant maryland was cleaned approximately every 20 activations. I never saw the device not seal properly and dr. [Name] never mentioned any concerns with the device not sealing sufficiently. There were no generator alarms at all during the procedure." "The other device used during the case was the [device]. It is quite possible that when the [device] was slid in to the area prior to firing, that it could have snagged the bleeding vessel." Intervention: "patient had to be returned to the or for another surgery to stop the bleeding." Patient status: "the surgeon stopped both areas of bleeding and the patient was eventually sent home with no further bleeding."

Manufacturer narrative:
A correction was made upon the submission of this report. Section b4 updated to 13oct21.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: event description per customer experience report: "dr. [Name] told me on (B)(6) 2021 that he was upset that he had to bring a patient back to the or tuesday ((B)(6) 2021) night that he operated on monday ((B)(6) 2021). He said he found that the patient had an active bleed from a staple line and a unsealed vessel. He said he was concerned that the voyant did not seal the vessel as expected. Because I was not informed of this until friday ((B)(6) 2021), the eb216 was not able to be retrieved. I do have the device key and can return it. Dr. [Name] does not want to be contacted about this case. He said he wanted to let us know he had a post op bleed and from an open vessel. He said he is not sure if the voyant did not seal properly or something else happened." Additional information received via email 07oct2021 from [name], account manager: "first of all dr. [Name] upon further discussion has admitted that he doesn¿t know if the eb216 didn¿t seal properly or not. He said the patient was brought back surgery to stop a post op bleed. When he brought the patient to surgery, he found that the patient was bleeding from the proximal end of the staple line near the angle of his (this was a lap gastric sleeve procedure). He also found an open vessel on the posterior side of the stomach at the same area as the staple line bleed. He stopped both areas of bleeding and the patient was eventually sent home with no further bleeding." "As far as during the original procedure the voyant maryland was cleaned approximately every 20 activations. I never saw the device not seal properly and dr. [Name] never mentioned any concerns with the device not sealing sufficiently. There were no generator alarms at all during the procedure." "The other device used during the case was the [device]. It is quite possible that when the [device] was slid in to the area prior to firing, that it could have snagged the bleeding vessel." Intervention: "patient had to be returned to the or for another surgery to stop the bleeding." Patient status: "the surgeon stopped both areas of bleeding and the patient was eventually sent home with no further bleeding."